Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported the system was intermittently locking up. The system would not fluoro when this happened, and the customer had to reboot the system to fluoro. This resulted in a loss of imagining functionality. There is no report of injury or death associated with this event.